Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a segura hemisphere stone retrieval basket was used in the ureter during a ureteroscopy (urs) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, at the time of stone capture, the basket wire broke. Reportedly, no part of the device was detached inside the patient. Another segura basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.